Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. Service identified wet tubing to be the determined cause. No repair was necessary for the reported condition.a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted baxter turkey to report a colleague infusion pump in which the device had failure code 810:11. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.46.00, categorized as unremediated.